Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. The patient was hospitalized for an ablation procedure. All parameters and measurements were in-range prior to the procedure. After the procedure, the pacemaker was checked and noted to be in safety mode. Urgent replacement and device return was recommended. This pacemaker remains in-service at this time, and this investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. The patient was hospitalized for an ablation procedure, with the device. All parameters and measurements were in-range prior to the procedure. After the procedure, the pacemaker was checked and noted to be in safety mode. Urgent replacement and device return was recommended. This pacemaker remains in-service at this time, and this investigation will be updated when further information becomes available. No adverse patient effects were reported.